Event description:
Customer's spouse reported that the insulin pump had alarmed for a loose drive support cap. The blood glucose reading was 113 mg/dl. Customer stated that the insulin pump had not been dropped or bumped. He stated that the drive support cap appeared normal and recessed and that he had not pressed on it while connected to the insulin pump. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test due to faulty force sensor. The device was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.